Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. On an unreported date, the patient was treated with ip unspecified antibiotic (frequency and dose was unknown) drug therapy for peritonitis. On an unreported date, the patient recovered from the peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient's exact age at the time of the event was unknown; however, it was reported that the patient was in her 60s. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.